Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 147 mg/dl.